Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that two graftmaster stents were planned to be used to treat a large perforation. The 3.5 x 16 mm graftmaster was advanced to the perforation and placed with no difficulty. However, the 3.0 x 16 mm graftmaster failed to cross and the patient was sent to surgery to repair the remaining area of perforation. No additional event or patient information is available.